Event description:
On (B)(6) 2013, the lay user/patient¿s wife contacted lifescan (lfs) alleging the patient¿s one touch ultra 2 meter was displaying an error (unknown) message. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the reporter on (B)(6) 2013. The alleged issue began ¿a couple weeks ago¿. The patient manages his diabetes with oral medication, diet, and exercise and denied taking any action in response to the reported issue. The reporter stated, at an unspecified date/time after the alleged issue occurred, the patient developed symptoms of ¿shaking, headache¿. The reporter stated she was unable to test the patient with the subject meter due to the error message, so she brought the patient into the emergency room (ER). The reporter stated the patient¿s blood glucose was tested with a hospital meter; however, she could not recall the result obtained. The reporter claimed the patient was ¿given a shot of something¿ from a health care professional (hcp), but could not recall the type of treatment or dosage he received. The reporter stated her husband was released from the hospital and confirmed he felt better, 1 hour, afterwards. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.